Event description:
The pt had atrial loss of capture even when programmed to high output. The pt has good intrinsic p waves. The pacemaker was programmed to vdd pacing with hysteresis turned on. No further problem reported.